Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response buttons were not functional. The cause for the failure was a damaged response button trace. The root cause for the damaged trace was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not able to activate the device.